Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the customer, a certas valve with siphonguard did not open as it should. There were no reports of delay or patient harm.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The position of the cam when valve was received was at setting 3. The valve was visually inspected; no defects noted. The valve was tested for programming and passed. The valve was flushed; no occlusions were noted. The valve was leak tested; no leaks were noted. The catheters were irrigated; no occlusions noted. The valve was reflux tested; no issues found. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records found that the device conformed to specification when released. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.